Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The healthcare provider reported difficulty aspirating fluid through the cap. The healthcare provider thought it occurred 3 years ago but could not remember any other details about it except that they were able to successfully replace the patient¿s pump due to normal longevity. There were no clinical problems. The pump was used to deliver morphine. No patient outcome or interventions reported. If additional information is obtained a follow-up report will be sent.